Event description:
Lead explanted due to elevated capture threshold at 2.6v at 0.4ms and loss of sensing. X-ray showed lead to have lost redundancy with lead tip still intact. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.